Manufacturer narrative:
Additional information: h3. Device evaluation: lens returned in a microcentrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -11.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a different model and diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was reporter as unknown.